Manufacturer narrative:
This event is included in CAPA (B)(4) emblem sicd transient memory corruption.

Event description:
This report is created due to trend inclusion. It was reported that the device counters had 171 treated episodes listed but there was only one shock in the logbook. A review of the device downloaded data found corrupted data. Only one shock had actually occurred. This is diagnostic data only and does not affect device operation. The corruption is likely due to a spontaneous error such as an single event upset. No further action is necessary. There were no adverse patient effects. The device remains implanted.